Manufacturer narrative:
According to the procedure (current revision at the time of manufacture and release), no non conformities were observed during visual inspection.

Event description:
On (B)(6) 2017, the manufacturer was notified that on (B)(6) 2017 a percival valve implant was attempted. The percival valve sz 21 was implanted. When the patient came off pump aortic insufficiency was detected. The percival was explanted and replaced by another valve (2700 paramount of unknown size). The physician confirmed that the event was due to mis-sizing.

Manufacturer narrative:
Updated information follow up report 1: device returned. Device evaluated.